Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in may of 2020. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument as received shows that it is missing its luer port cap and that it must have been sent in for repair previous to this complaint since it has repair lot coding of r-08-22 laser marked on the side of the proximal handle (g00436m). Further evaluation shows that one of the jaws is bent damaged and is making the closed tip set gap of (.008" +.004/-.007) measure oversized at .070" and not allowing the instrument to fully close a clip during functional testing. We are able to validate this complaint. We are unable to determine what caused one of the jaws to be bent/damaged and for the closed tip set gap to be over-sized after this instrument was repaired but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.

Manufacturer narrative:
(B)(4). The device investigation is pending. A follow-up report will be submitted when it is completed.

Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.